Event description:
It was reported that the gantry motion locked during a pci (percutaneous coronary intervention) procedure. X-ray remained unavailable, and the physician continued with the procedure. The procedure was repeated a few days later in order to deploy another stent into the pt's heart. According to the physician, the second procedure would not have been necessary if there had not been a failure of the system during the first procedure. No injury has been reported at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.